Manufacturer narrative:
No pt info provided as not pt was involved in this concern. RMA issued. No parts have been returned to MFR for eval.

Event description:
A medtronic ent rep reported that a fusion 2.2.1 upgrade was performed after the site purchased the supplemental tool set. After upgrade, system has been slow and freezing intermittently. There was no pt present.